Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) readings around 400 mg/dl for approximately 4 hours following a supply change the previous night. The user was advised to perform another supply change and allow the pump to bring glucose back into range. The user agreed and indicated intention to call back if the issue persisted. No hospitalization, medical intervention, or long-term effects were reported.